Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID wr9220 lot/serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient said that their recharger was not charging at all. Patient said that the lights were flashing up and down continuously. Patient also said that when they unplugged the recharging cord from the dock, the device would power off and would not power back on. Patient confirmed that the green light was on the dock. Agent reviewed recharger general use guidelines. An email was sent to the repair department to replace the device.

Manufacturer narrative:
H3: analysis of the wireless recharger (s/n: (B)(6)) revealed that the led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.